Manufacturer narrative:
Evaluation of the returned velocity confirmed that the device was fractured. If the velocity is mishandled at an angle during advancement, damage such as a kink and subsequent fracture may occur. The complaint reported that the fracture occurred outside the patient. Further evaluation of the device revealed a kink. This damage was incidental to the complaint and likely occurred during removal of the distal fractured segment from the patient. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left anterior cerebral artery (aca) using a velocity delivery microcatheter (velocity), a penumbra system red 62 reperfusion catheter (red62), and a guidewire. During the procedure, while inserting the velocity into the red62, the physician heard a noise between his fingers and noticed that the mid-shaft of the velocity had fractured, but remained connected by an inner wire outside the patient. Subsequently, the physician pulled out the fractured velocity by hand. The procedure was completed using the same red62. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.